Manufacturer narrative:
Complaint (B)(4). No customer samples were provided. Customer pictures were not provided. We have no remaining inventory of the material/batch. We have no further complaints for the material/batch. A check of quality and production records revealed no deviations in relation to the reported error. The alleged event cannot be determined.

Event description:
Customer purchased on/around august 1st, greiner vacuette® serum tubes (non-gel) to replace bd sst tubes impacted by the tube shortage. Customer stated the increase in the number of serum samples that are hemolyzed in the lab occurred when using the greiner tube. Customer stated they distribute the tubes to clients. Clients perform the blood draw, after mixing allows the specimen to sit upright for 30 minutes prior to centrifugation, performs centrifugation, and then ship the specimens to the lab. Customer advised the estimated time from clients' centrifuge to arrival to their lab can be 24 - 48 hours. Customer added that though the clients centrifuge the specimens, these are arriving at the lab looking as if they have not been centrifuged. Upon arrival, customer is re-centrifuging and may conduct addition centrifuging before testing. Customer advised despite re-centrifugation centrifuged. Upon arrival, customer is re-centrifuging and may conduct addition centrifuging before testing. Customer advised despite re-centrifugation attempts sample may remain hemolyzed.